Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the pump (acat 1 (B)(4)) alarmed with a "helium leak" after eight hours of use and the balloon was found broken. Since the pt had a coronary artery occlusion, the clinician then performed coronary artery bypass surgery. There was no reported injury or complications found after surgery.